Event description:
It was reported that after two times of screw fixation during implant, the screw would not extend anymore no matter the number of rotations. Lead was explanted and tried to extend the screw on the tabletop. The lead rotation mechanism did not work properly. Lead screw came out with great difficulty and retraction was then impossible to obtain. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4).